Event description:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy/sensitivity to nickel in the maximum level"), device breakage ("3 pieces of the product remained inside her uterus"), the second episode of genital haemorrhage ("hemorrhages"), infection ("infections") and the first episode of genital haemorrhage ("hemorrhages came back again") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the remains were tried to remove by hysteroscopy; however, they advise were impossible due to the pain" in 2017. The patient's past medical history included pregnancy, high risk pregnancy and thrombosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), infection (seriousness criterion medically significant), asthenia ("she lost the vitality") and alopecia ("she lost hair"). In (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with urticaria. In (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("3 pieces of the product remained inside her uterus"). In 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant) and procedural pain ("pain during the removal of the product remains". The patient was treated with surgery (fallopian tubes removed by laparoscopy in (B)(6) 2017) and surgery (tried to remove by hysteroscopy). At the time of the report, the allergy to metals, device breakage, genital haemorrhage and complication of device removal outcome was unknown and the infection, procedural pain, asthenia and alopecia had resolved. The reporter considered allergy to metals, alopecia, asthenia, complication of device removal, device breakage, infection, procedural pain, the first episode of genital haemorrhage and the second episode of genital haemorrhage to be related to essure. The reporter commented: the physicians stated she had poison in the body. She commented that after the surgery her problems must be resolved; however, the hemorrhages came back again after one month, she started to live, she recovered the vitality, in addition, she stated that she could not be sit for hours, she had lost hair, and she stated she had never had an infection diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2017: sensitivity to nickel in the maximum level. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 09-oct-2017 for the following meddra pt: allergy to metals: n° 318cases (excluding this case). Device breakage: n°1782 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.